Event description:
It was reported that during the procedure, the handle would not ratchet and the reduction tabs on the tulip head of the screw were slightly splayed making it difficult to break the tabs off. However, the screw was left inserted as it was fully functional after removing the tabs. There was no further surgical information provided and no reported patient harm.

Manufacturer narrative:
Additional information in b4, d4 (UDI), h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection showed screw tabs were splayed. Pin gauges were used to get a rough estimate of the distance between the tabs at different sections of the screw. At the bottom of the tabs (near the screw head) a 6.34mm pin gauge was accepted. Around the mid section of the tabs a 5.34mm pin gauge was the largest size that could be accepted, and an 8.0mm pin gauge was able to fit near the top of the screw tabs. This confirms that there is some splaying in the screw tabs. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The screw tabs may have splayed/warped as a result of a force being place on the screw tabs during transportation, handling, or sterilization but this cannot be conclusively determined with the information provided.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2020-00058.

Event description:
It was reported that during the procedure, the handle would not ratchet and the reduction tabs on the tulip head of the screw were slightly splayed making it difficult to break the tabs off. However, the screw was left inserted as it was fully functional after removing the tabs. There was no further surgical information provided and no reported patient harm. This is report two of two.